Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and metal cap are not aligned; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The joules of use for the first fiber was 92,777. The fiber tip (cap) was not cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure at 98,777 joules of use and 8 minutes, ¿fiber tip broke; tip detached in patient and received with a pair of tongs.¿ the fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: ¿no injury to the patient¿ reported.